Manufacturer narrative:
(B)(4).

Event description:
Pentax medical became aware of a report on 31jul2019 stating pentax medical video duodenoscope, model ed-3490tk, serial number (B)(4), yielded a high concern bacterium after sampling performed on 17jul2019. The sampling performed on 17jul2019 identified 231 colony forming units(cfu) as comprising of the following 4 isolates: 1 - positive cocci - staphylococcus epidermidis. 2 - positive cocci - dermacoccus nishinomiyaensis. 3 - positive cocci - micrococcus yunnanensis/ m. Luteus. 4 - positive cocci - staphylococcus hominis. Study number: (B)(4). On 22-aug-2019, a device history review was performed under (B)(4). The DHR review confirmed the endoscope was manufactured on 17-oct-2018 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for 17-oct-2018. The duodenoscope was received by pentax medical for evaluation on 05aug2019 and is currently awaiting inspection as of 26-aug-2019.